Event description:
Multihour erection with no ejaculation, extreme pain, blackened white skin of penial glad. Md sold "trimix" rx (B)(4) has two refills 30mg/0.5mg/10mcg of balanced solutions (B)(6). Md with no antidote for product and out to lunch when adverse situation occurred. Pt serviced at (B)(6) emergency room by (B)(6) pharmacist. (B)(6). Has gland stitches to be removed upcoming saturday from areas that where intervened. Two refills: (B)(6) 2012.